Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had power errors alarm frequently. Customer did not recall blood glucose at the time of incident. Troubleshoot was performed. Customer said the internal power source was unable to charge. Customer said power error alarm occurred when the batteries are out from the insulin pump for less than 10 minutes. Current battery has been in the pump for at least 1 hour. Customer had changed batteries within a day or with an hour but the power error still reoccurred. Customer said the insulin pump was not exposed to a temperature below 41 fahrenheit. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the sleep current measurement, active current measurement and displacement test. Insulin pump was returned for power error alarm. Detailed trace analysis confirmed alarm was triggered when the backup battery unloaded voltage (unloaded vlith) was less that 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. Insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, cracked case behind the insulin pump at the battery compartment, cracked battery tube threads, cracked retainer, serial number label fading, end cap address label faded and minor scratched lcd window.